Manufacturer narrative:
(B)(4). The results of the investigation concluded that the device met sjm specification requirements for optical signal properties and no functional anomalies were noted when connected to the tactisys unit. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 2182269-2016-00026.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturing reference: 2182269-2016-00026. During a pulmonary vein isolation ablation procedure, a cardiac perforation of the left atrium occurred. A pericardiocentesis was performed which stabilized the patient. The patient was transferred to the ICU for monitoring.